Event description:
Boston scientific crm received informaiton that this implantable cardioverter defibrillator (ICD) displayed a battery status of end of life (eol). The monitoring voltage was 2.57 v and the charge time was 30 seconds. During device interrogation a charge time out fault code was observed. The episode was reviewed and it was found that the initial shock was diverted, however a shock was delivered when the rhythm was redetected. Technical services recommended replacing the device. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this event will be updated.